Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 125 mg/dl. Reportedly, the customer reached out to a healthcare provider to obtain alternate insulin therapy.